Manufacturer narrative:
An event regarding disassociation involving a all poly constrained insert 48mm was reported. The event was confirmed. Visual inspection confirmed the reported event. There are some notable marks of impingement between the liner and the stem. A material analysis confirmed no material or manufacturing defects were observed on the surfaces examined. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. A visual analysis of the all poly constrained insert noted marks of impingement that likely occured between the insert and stem. The impingement likely pried the uh1 universal head out of the all poly constrained liner. Further information such as the femoral stem, pre and post operative x-rays, and operative reports are needed to complete the investigation for determining the root cause.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
(B)(4) has received a report from dr. That one of his patients has a luxated trident all poly constrained acetabular insert between outer and inner bearing.

Event description:
(B)(4) has received a report from dr. That one of his patients has a luxated trident all poly constrained acetabular insert between outer and inner bearing.